Event description:
During an anonymous customer experience survey, it was reported that this customer experienced a infection while on peritoneal dialysis (pd) modality. It was reported the patient has experienced a pd infection. There were no recorded issues with a fresenius device, or product in relation to the reported event. Upon follow up, the peritoneal dialysis nurse (pdrn) stated that the patient had peritonitis (date unknown in 2017) due to the patient not being able to perform proper aseptic technique during the pd exchange. Product information is not available. The nurse does not have any additional information about the peritonitis event to provide.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. No shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided. Clinical investigation: a temporal relationship between pd therapy utilizing the liberty cycler with fresenius cassette set and the patient event of peritonitis. However, there have been no reported allegations nor any objective evidence that a liberty cycler/liberty cycler set malfunction or product deficiency was associated with the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the reported information, the patient¿s peritonitis can be reasonably attributed to patient breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. The complaint sample is not available for manufacturer physical evaluation. No product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the patient delivery search system from this patient regarding to fmc cassette product been delivered. In addition, was review the user guide p/n 480145 and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance with the complaint description. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During an anonymous customer experience survey, it was reported that this customer experienced a infection while on peritoneal dialysis (pd) modality. It was reported the patient has experienced a pd infection. There were no recorded issues with a fresenius device, or product in relation to the reported event. Upon follow up, the peritoneal dialysis nurse (pdrn) stated that the patient had peritonitis (date unknown in 2017) due to the patient not being able to perform proper aseptic technique during the pd exchange. Product information is not available. The nurse does not have any additional information about the peritonitis event to provide.